Event description:
It was reported that pt underwent a sling procedure during 2008. At the pt's two mo f/u visit, the mesh was found to be exposed at the incision site. On an unk date, the surgeon trimmed the exposed mesh.

Manufacturer narrative:
Date sent to the FDA: 03/26/2008. Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitting accordingly.